Event description:
It was reported that a right ventricular leadless pacemaker exhibited unacceptable current of injury and low r-wave sensing after the fixation portion of the implant procedure. The device was repositioned but the helix became stretched when it was caught on the valve. The device was replaced to complete the procedure. Patient had no consequences.